Event description:
Allegedly removed during revision surgery.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Additional information has been requested. Although several attempts have been made, a medwatch 3500a has not been received. This is the same event as 1043534-2009-00340, 00341, and 00342. This report will be updated when the investigation is complete.